Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/18/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal afib case a cardiac perforation was discovered in the post ablation effusion check. A pericardial tap was performed and 1,300 units of blood were pulled. Caller reported patient to be in the o.r. The following bwi devices were in use: per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The patient was born on (B)(6) 1949.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17263203m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant medical products: carto 3: (B)(4), smartablate generator: (B)(4), smartabalte pump: (B)(4), smartablate remote: (B)(4), cs catheter: (B)(4)/ 17258548m, pentaray: (B)(4)/17255612l. (B)(4). Evaluation: methods: no testing methods performed; results: no results available since no evaluation performed; conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that one (B)(6) male patient underwent a paroxysmal afib. Ablation procedure using a thermocool smarttouch catheter and suffered a cardiac tamponade which was identified post-procedure. A pericardiocentesis was performed and 1,300 units of blood were removed. There was a perforation of left atrium between left atrial appendage and left superior pulmonary vein. The patient had extended hospitalization due to emergency heart surgery. The physician commented that the cause of this event was patient condition and procedure. It was also reported that the plastic shell of the soundstar eco cable was cracked while trying to remove the catheters from the patient, that a non MDR reportable event.